Manufacturer narrative:
Initial

Event description:
It was reported that an ilet powered off unexpectedly after being placed on the charger, despite the charger showing a green indicator, consistent with an unexpected shutdown associated with the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with an insulation problem contributing to the unexpected shutdown, with involvement of the seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.